Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch verio iq meter was reading inaccurately high compared to another meter. This complaint was classified based on the customer care advocate (cca) documentation since the medical surveillance specialist (mss) was unable to contact the patient, despite numerous attempts, for additional information. The patient reported that the alleged inaccuracy occurred at 2am on (B)(6) 2015. At this time the patient obtained a blood glucose result of ¿440mg/dl¿ on the subject meter and ¿83mg/dl¿ on an emergency room (e.r) meter. It is not known how the patient manages their diabetes or if they had made any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient did not experience any symptoms as a result of the alleged inaccuracy but stated that they went to the e.r and had their blood glucose tested on the e.r meter, where they obtained the result of ¿83mg/dl¿ within 30 minutes. No other medical treatment was provided at this time. At the time of troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. The patient did not have any control solution to walk through a retest. The products were replaced and requested for evaluation. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did they receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged glucose results exceed lfs¿s criteria for accuracy.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.